Event description:
Night nurse had attempted to remove hemovac per md orders, but met resistance. She notified md who attempted to remove during rounds. While removing tip broke off in pt's right thigh.